Manufacturer narrative:
Continuation of d10: product ID cd9000 ,serial# (B)(6), product type multiple therapy product. Product ID wr9220, serial# (B)(6), product type recharger .product ID tm90g0, serial# (B)(6), product type accessory. Product ID a90300, serial# unknown, product type software. Product ID hh9021snm, serial# unknown, product type mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the ins battery depleting rapidly was most likely due to older equipment. The steps that were taken included sending new equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they have been having issues with their device not holding a charge as long and their external equipment not holding a charge and issues connecting. The recharger will no maintain a connection to the ins or handset. The communicator is not holding a charge well. The handset is not connecting to the recharger well. Patient said they charged ins to 100% last week and today it was at 10%. Patient stated they used to be able to go 2.5 to 3 weeks between charging sessions. When asked for event date patient stated it has been going on for "a bit". Patient stated their recharger application will show their recharger is charging ins even when recharger is not on their ins. Patient said they can hear it clicking but also trying to connect. Patient also described seeing open loop charging screen sometimes. Patient said they will power off handset and connect again if this happens. Replacements sent. Patient will follow up with hcp if ins continues to not hold charge as well.